Event description:
It was reported that during a revision surgery, the screw broke. There was no associated surgical delay. The procedure was completed with the broken part remaining in the bone. The cause of revision surgery is unknown.

Manufacturer narrative:
Section were corrected to device product problem/ malfunction. The cause of revision surgery remains unknown. The screw fractured during removal and there is no indication that it was the cause of revision surgery to the patient. Method: visual inspection, device history review, complaint history review, risk assessment; result: device was confirmed to have its shaft fractured as reported. Broken fragment was left in the patient. No adverse consequences to the patient was reported at this time. Manufacturing history was reviewed and no issues were identified. Conclusion: potential root causes of the reported event: too much force applied when removing construct, screw pathway not prepared adequately or screw over angulated while removing the implant from the patient .

Event description:
It was reported that during a revision surgery, the screw broke. There was no associated surgical delay. The procedure was completed with the broken part remaining in the bone. The cause of revision surgery is unknown.